Manufacturer narrative:
Two photos of material number: me5301 were submitted for quality investigation. One photo that was provided was of the product packaging and the other photo is of the product. The photo shows that there is blood at the male luer connector, but it does not appear that the blood was able to enter the tubing of the extension set. The customer complaint of flow issue - blockage could not be verified due to a physical sample not being provided. A device history record review for material#: me5301 and lot#: 22069561 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Mat#: me5301, lot#: 22069561. It was reported by the customer that extension sets are faulty from time to time. Staff is not able to flush the extension set, almost seems as though there is a blockage at the needle-free connector/patient end of the extension set. Because of this, staff has started to check the extension sets prior to use and have lost good pivs from time to time (due to thinking there was not a blood return due to the faulty extension set). Extension sets are faulty from time to time. Staff is not able to flush the extension set, almost seems as though there is a blockage at the needle-free connector/patient end of the extension set. Because of this, staff has started to check the extension sets prior to use and have lost good pivs from time to time (due to thinking there was not a blood return due to the faulty extension set).

Manufacturer narrative:
E.1. The customer's address is unknown. New jersey, USA has been used as a default. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated extension set was occluded. The following information was received by the initial reporter with the verbatim: extension sets are faulty from time to time. Staff is not able to flush the extension set, almost seems as though there is a blockage at the needle-free connector/patient end of the extension set. Because of this, staff has started to check the extension sets prior to use and have lost good pivs from time to time (due to thinking there was not a blood return due to the faulty extension set).